Event description:
It was reported that the patient had been contacted multiple times for follow-up but was initially unreachable by phone, and a text message was sent requesting a call back. The patient later returned the call and message but could not be reached when called again. Follow-up efforts continued, and communication preferences were confirmed. Clinical support staff discussed the patient¿s 7-day report, during which the patient expressed frustration with experiencing excessive hypoglycemia and prolonged hyperglycemia. The patient stated that meal announcements were being entered; however, the report suggested that some meal announcements may have been missed. The importance of timely meal and snack announcements was reinforced. The patient reported overtreating hypoglycemia, often consuming whatever was available during nighttime lows. It was explained that missing announcements or overtreating could trigger corrective insulin delivery and potentially contribute to recurrent hypoglycemia. The patient was encouraged to set an audible cgm alarm to allow more time for an appropriate response and to help avoid overtreatment. The patient also appeared to experience post-prandial lows. Recommendations included consuming protein or very low-carbohydrate foods before bed to support glucose stability. The patient was instructed to adjust the glucose target setting back to the lower target during times when meals occurred plus two additional hours. The patient voiced frustration that they could not manually adjust insulin delivery as they previously had with another pump system. An explanation of how the current device¿s algorithm functions was provided. The patient was encouraged to try all recommended adjustments for at least a week before considering discontinuation of therapy. A factory reset was discussed as a last-resort option, and the patient expressed understanding. Return policy details were also reviewed, and the patient acknowledged the information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.